Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose at the time of incidence was 439 mg/dl. The mode of treatment was unknown. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that insulin pump had cracked on the back. The insulin pump will be returned for analysis.